Event description:
It was reported that the arctic sun device had a failed mixing pump. Per sample evaluation result received on (B)(6) 2022, the ac cca card and power module have degraded due to electrical overstress and would be replaced preventatively.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported issue was confirmed. The overheating of the wires was assessed by the investigation tasks and used to complete the root cause evaluation using the fishbone methodology (refer to ac cca power inlet module powerpoint for fishbone diagram). It was concluded that the following was the root cause: supplier ¿ root cause o inadequate verification and validation activities of the crimping process o single pull test did not provide stability of process o evidence was not provided when requested for maintenance of records or crimp tools o no crimp cross-sections provided the device was evaluated, and the reported issue was confirmed as it was noted that the ac cca card and power module have degraded due to electrical overstress and will be replaced preventatively. Replaced the ac cca card and the power inlet module. The arctic sun 5000 passed all performance testing, calibration, electrical safety tests and is functioning properly. Unit is ready for use. The device did not meet specifications and was influenced by the reported failure. The device was not in use on a patient. The DHR review is not required. The labeling review is not required because labeling could not have prevented this issue. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device had a failed mixing pump. Per sample evaluation result received on 02jun2022, the ac cca card and power module have degraded due to electrical overstress and would be replaced preventatively.